Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows that the smarsite was observed to be cracked from the clear body of the smartsite to the white cap female luer adapter. The customer stated that the patient stepped on the tubing causing the breakage. The root cause of this failure was identified as a customer misuse as the customer stated that the patient stepped on the tubing causing the breakage.

Event description:
It was reported that an unspecified chemo was infusing when the user noticed that the smart site disconnected at white housing and blue piston. It was later reported that the patient stepped on the tubing causing the failure mode.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an unspecified chemo was infusing when the user noticed that the smart site disconnected at white housing and blue piston. It was later reported that the patient stepped on the tubing causing the failure mode.